Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6) , ubd: 29-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative, a healthcare provider, and a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 1.949mg/day), bupivacaine (10mg/ml at 1.949mg/day) and clonidine (100mcg/ml at 19.49mcg/day) via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient's catheter "is not working" and they had an appointment to have the catheter checked on (B)(6) 2024. The patient representative (caller) stated the patient had been having issues for "about a year". The caller stated the patient had not been "feeling the effects" of the pump which is why their doctor wanted to do a test on the catheter. The patient was redirected to their healthcare provider to further address the issue. When the manufacturer's patient services specialist (pss) asked the caller what medication patient has in their pump they stated they didn't know. The caller also asked if there was any information they needed for the doctor appointment such as the serial number of the pump. Pss asked if the patient had an ID card, as that information should be on there. The caller stated they were unsure but stated they are not the "head cna" and that person "probably" has it. The caller also asked if patient had a pump that has been recalled. Pss reviewed details of pump recalls. Additional information was then received from the manufacturer representative on 2024-jun-04. It was reported that multiple dose increases didn't provide adequate pain relief, and the side port aspiration was negative, so the healthcare provider (hcp) performed a catheter revision. The old catheter was explanted with the apex 22.3cm of the spinal segment left tied off, and a new catheter was put in. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included being parapallegic and wheelchair reliant. The patient status at the time of the report was alive with no injury.